Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Requested but no information provided.

Event description:
It was reported that the device had a channel error. No further information will be provided, including patient demographics and no products will be returned.